Manufacturer narrative:
(B)(4). An evaluation is in process. A follow- up report will be submitted when the evaluation is complete. An evaluation is in process.

Event description:
The customer stated that since the end of (B)(6) 2016 to present, they have observed an increase in repeat (B)(6) prism (B)(6) results. The prism (B)(6) repeat (B)(6) samples that were (B)(6) by nucleic acid testing (nat) were additionally tested using ortho (B)(6). Results using the ortho method showed some were reactive and some were nonreactive. No impact to donor or patient management was reported. No donor information was provided.

Manufacturer narrative:
Investigation of the customer issue included a review of the complaint text, a search for similar complaints, a review of labeling and specificity evaluation. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. No patient samples were available for return, therefore clinical specificity was evaluated using field data. Specificity evaluation met all specifications. Based on all available information and abbott diagnostics' complaint investigation, the assay performed as intended and no product deficiency was identified.